Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that there was communication failure between the ipg and the remote control. It was noted that the ipg was completely shut down and would no longer turn on. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the MDR fu#1 in field should have been (B)(6) 2018.

Event description:
A report was received that there was communication failure between the ipg and the remote control. It was noted that the ipg was completely shut down and would no longer turn on. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was due to physicians preference.

Event description:
A report was received that there was communication failure between the ipg and the remote control. It was noted that the ipg was completely shut down and would no longer turn on. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.